Manufacturer narrative:
The concerned unit was inspected by siemens local service engineer. The system was returned to regular operation by removing collision zone using button to move the c-arm on the flat detector cover. The cover at the site was replaced as well; the system was brought back to specifications. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of collision with the artis zeego system. According to the user, the system moved and stopped after collision with the covers. The incident occurred after patient exam; there was no patient involvement in this case.

Manufacturer narrative:
Siemens healthcare completed the investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system log files, system history, and event simulation. It was initially reported that after a procedure, the c-arm moved into the collision area of the stand link arm during operator-controlled system movement, but the movement did not slow down as specified. In this case, the c-arm hit the cover of the stand link arm and the movement was stopped by activating the proximity switch of the stand link arm. As a result, the cover was damaged. During the onsite service intervention, the failure could not be reproduced. The system slowed down when the c-arm moved into the collision zone with the stand link arm and finally stopped. The damaged cover was exchanged as part of service activity. Detailed investigation of the log files and a simulation showed that the problem of movement speed not slowing down was due to a software issue. In rare cases, under special boundary conditions, this issue can cause a communication problem that could lead to the system behavior seen. Risk control measures such as proximity switches and dead man's grip remain functional in this fault scenario. The occurrence rate of the was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.